Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported no interventions were performed or are planned. CT of abdomen reflects that there is a curvilinear metallic structure next to the lower pole.

Event description:
It was reported that a patient underwent a robotic laparoscopic right nephrectomy and laparoscopic cholecystectomy on (B)(6) 2014 and suture was used. In (B)(6) 2015, the patient had a computed tomography scan of the abdomen where a retained foreign object was discovered. On (B)(6) 2015 a computed tomography scan with contrast confirmed the presence of a curved, linear, metallic needle by the right pole of the right kidney. The patient has had no adverse side effects and the surgeon has elected to leave the retained needle in the patient. Additional information has been requested.